Event description:
It was reported the patient has not used or recharged her scs system in several years. It was also reported she is experiencing discomfort at the ipg site. The patient is also experiencing difficulty recharging the ipg. An sjm representative met with the patent to troubleshoot the issue but was unsuccessful. The patient was sent a new charger to help resolve the issue. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.